Event description:
The resident was being transferred with a ceiling lift and a clip sling. While the resident was being raised from bed, the left shoulder clip broke. Resident left side fell to make contact with bed. Resident was lowered to bed. Resident was only few inches from the bed and did not sustained any injuries.

Manufacturer narrative:
This report is being filed under (B)(4) by (B)(4) on behalf of the MFR arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. It was noted that the sling was manufactured in 2005 and had slight damage to 3 areas of the sling body and some staining. Add'l info will be provided following the conclusion of the MFR's investigation.